Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2016. Advised patient to perform a system memory reset. Reported issue was resolved as the patient reports connection was reestablished during troubling shooting. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(4) 2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and failed. A review of the downloaded receiver share log confirmed the reported event of loss of connection. A root cause was determined to be a defective transmitter.